Event description:
It was reported that the pt was outside of the instructions for use of the excluder bifurcated endoprosthesis but the clinician proceeded to the aaa therapy anyway. The device deployment was successful. However, the clinician suspects that during positioning and deployment, embolus was dislodged and drifted distally. The results to the pt were successful containment of the aneurysm but paraplegia bilaterally. There was no allegation of deficiency made by the clinician.